Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two intima-ii y 24gax0.75in prn/ec slm experienced product damage. The following information was provided by the initial reporter: patients were infused with medication. Medication was taken orally. It was found prn and e-tubing discolored, and no adverse reaction.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8288246. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our review of the device submitted by your facility found that the chemical mixture of dopamine and tolazamide will result in a black byproduct. This is ultimately when lead to the alteration of color in the device's extension tubing.

Event description:
It was reported that two intima-ii y 24gax0.75in prn/ec slm experienced product damage. The following information was provided by the initial reporter: patients were infused with medication. Medication was taken orally. It was found prn and e-tubing discolored, and no adverse reaction.